Event description:
It was reported that during an unknown procedure the echelon flex manual stapler didn't open after firing.

Manufacturer narrative:
(B)(4). Batch # unk. Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. No lot or batch number was provided therefore a device history could not be done. Additional information was requested, and the following was obtained: was the device locked on tissue with the jaws closed? If yes, how was the device removed? Did the jaws eventually open? Answer: device was locked on tissue with jaws closed. It was removed by converting the surgery to laparotomy. Attempts are being made to obtain the following information. To date no response has been provided. If further details are received at a later date a supplemental medwatch will be sent: what was the procedure? Does the surgeon believed the tissue was easily compressible to the cartridge selected? Was the device difficult to close or to fire? Did surgeon fire with one or two hands? Were the force used to fire higher or lower than expected? How many times was the firing handle able to be closed? What troubleshooting steps were taken to open the device prior to decision to convert the surgery to a laparotomy?

Manufacturer narrative:
(B)(4). Date sent: 2/3/2022. D4: batch # u5f674. Investigation summary: the product was returned to ethicon endo surgery for evaluation. Visual inspection and functional testing were conducted on the returned device. Visual analysis of the returned sample determined that the ec45a device was returned with the closure trigger broken and jaws in the closed position. Also, the knife was partially advanced. The knife was manually returned to home position and the jaws were open as expected. An ecr45g reload was loaded on the device. The reload was received fully fired. After further analysis the articulation mechanism was noted to be damaged as would not hold the articulation setting. No functional test was performed due to the condition of the device. The device was disassembled to verify the internal components and the articulation bar was noted to be damaged. The event reported was confirmed and it is related to improper use of the device. The damage on the device, it is possible that that the device was clamped over an excess of tissue or a hard object, resulting in the damage to the closure trigger handle. As part of our quality process, each device is visually inspected and functionally tested during manufacturing to ensure that the device meets the required specifications prior to shipment. It is possible that an outside the normal use force was applied on the distal jaw creating a torque on the articulation components and breaking the articulation bar. As part of our quality process, each device is visually inspected and functionally tested during manufacturing to ensure that the device meets the required specifications prior to shipment. Please reference the instruction for use for more information. As part of ethicon endo surgery¿s quality process all devices are manufactured, inspected, and released to approved specifications. A manufacturing record evaluation was performed for the finished device batch number, and no non-conformances were identified.

Manufacturer narrative:
(B)(4). Batch # unk. Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. No lot or batch number was provided therefore a device history could not be done. Additional information was requested, and the following was obtained: was the device locked on tissue with the jaws closed? If yes, how was the device removed? Did the jaws eventually open? Answer: device was locked on tissue with jaws closed. It was removed by converting the surgery to laparotomy. Attempts are being made to obtain the following information. To date no response has been provided. If further details are received at a later date a supplemental medwatch will be sent: what was the procedure? Does the surgeon believed the tissue was easily compressible to the cartridge selected? Was the device difficult to close or to fire? Did surgeon fire with one or two hands? Were the force used to fire higher or lower than expected? How many times was the firing handle able to be closed? What troubleshooting steps were taken to open the device prior to decision to convert the surgery to a laparotomy?

Event description:
It was reported that during an unknown procedure the echelon flex manual stapler didn't open after firing.

Manufacturer narrative:
(B)(4). Date sent: 1/5/2022. Additional information was requested, and the following was obtained: does the surgeon believed the tissue was easily compressible to the cartridge selected? - yes was the device difficult to close or to fire? - no. Did surgeon fire with one or two hands? ¿ no information available. Were the force used to fire higher or lower than expected? - no information available. How many times was the firing handle able to be closed? ¿ no information available. What troubleshooting steps were taken to open the device prior to decision to convert the surgery to a laparotomy? ¿ reverse knife-button was used. The additional problem was that the middle handle fell off.